Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process and then a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. It was then reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 120 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.